Manufacturer narrative:
At this time, the device has been returned but evaluation is not yet complete. This record will be updated upon completion of evaluation or receipt of additional information. (B)(4).

Event description:
It was reported that this patient presented to the emergency room after what appeared to be a syncopal episode. The patient fell during the episode. Cardiopulmonary resuscitation (CPR) was performed and an external defibrillator was applied to the patient. However, the external defibrillator did not detect a treatable rhythm and no shock was delivered. The health care provider experienced some difficulty interrogating the patient's device, but a boston scientific representative was able to complete the interrogation. The device had not stored any episodes on the day of the syncope. Subsequently, the patient's device was explanted. It was noted that the device had been active for greater than 9 years and may have been reaching the end of its battery life. It was noted that the patient experienced some chest pain associated with the CPR, but no further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels, but no further anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Inclusion of the patient code 3191 indicates that this patient received cardiopulmonary resuscitation during this event.

Event description:
This report is being filed as device evaluation has been completed.